Manufacturer narrative:
Date initial report sent: 09/10/2008.

Event description:
Procedure type: proctectomy. According to the reporter: the distal tip of the cannula cracked and the shaft came apart. Doctor did remove the tip from the patient cavity. Delay in or time reported 30 minutes. Doctor open another to continue the case. No patient injury was reported. No other information provided.